Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system was intermittently failing to boot. During troubleshooting, the fse reviewed the bios settings and found the boot sequence set to prioritize the cd/dvd drive. To resolve the issue, the boot order was modified to prioritize the sata hard drive. After updating the settings, the system was tested and confirmed to be fully operational before being returned to service. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up intermittently. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.